Event description:
Additional information received reported that the patient was still having concerns with their device or therapy, but was seeking further help. The patient did not see any improvement since implant.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the stimulation ins battery normal end of life. No telemetry and no output. Analysis of the tined lead (3093-28) found the stimulation lead body conductor short between circuits (overstress damage).

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
"Additional information received later indicated that patient recently ¿stopped using the stimulation for 3 days and started taking enabrex, oral medication to see if there would be a difference in his symptom but there was not.¿ the patient stated he had tried all 4 programs but none of them made a difference. It was noted that patient was changing to new program after couple of days. The patient was seen recently and he was put on program 2 at .65 by the nurse but he had since increased to .70. Hestated nothing had helped and he still went through 6 pads." The information above pertained to the system reported in manufacturing number 3004209178-2015-05642.

Event description:
The patient reported that his wires went bad, so he will be having everything replaced on tuesday. The patient stated, he did not really know when the event started, but it was not probably too long ago. The patient last time he saw health care provider (hcp) for reprogramming, hcp stated device was not working right because of "wiring" .the patient stated, this was recent, maybe two weeks, a couple of weeks, or maybe three weeks ago. The patient had been having "trouble really bad lately", had been going through about 6 heavy pads a day and it has been getting worse and worse. The patient stated "from day one he used to be real light" and was not really using anything. It was noted that these issues have been going on for a year or so, but have gotten worse. It was noted that everywhere he went he had to carry an extra pad with him. The patient mentioned he has been taking enablex "for ages" as well for his bladder and was taking another pill as well for incontinence. Additional information received 11 days later indicated that patient¿s lead wires "went bad" in his device. Additional information received 2 days later from previous call indicated a loss of therapeutic effect and the neurostimulator (ins) was not working in march and he got a new one. The health care provider mentioned the lead was crooked. It was mentioned that 4 years ago it was better but over time it gotten worse. Patient was on enablex and had been on it for a year. The hcp did a reading on it and stated it was not working and he could tell by how many pads patient used which were 6/7 pads a day. It was noted that with this ins, 4 months after having the ins it started to decline. The patient stated a year ago he was using 6 pads a day. Additional information received on 2015 (B)(6) indicated that his device was completely explanted and replaced. They wanted to know if there was something wrong with the lead. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v765390, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received later indicated that patient recently "stopped using the stimulation for 3 days and started taking "enabrex", oral medication to see if there would be a difference in his symptom but there was not." The patient stated he had tried all 4 programs but none of them made a difference. It was noted that patient was changing to new program after couple of days. The patient was seen recently and he was put on program 2 at .65 by the nurse but he had since increased to .70. He stated nothing had helped and he still went through 6 pads.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient's implantable neurostimulator (ins) and lead were removed due to something wrong. The patient was told it was going to be sent back to the manufacturer representative for analysis.

Event description:
Additional information from the consumer reported the first stimulator went bad and they had to take it out and he was told it will take 2 months to analyze it. The patient did not know what went wrong with the stimulator and also did not know when the problem started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)